Manufacturer narrative:
The insulin pump passed the displacement, reset error test, basic occlusion, occlusion, excessive no delivery alarm and prime test. The motor passed the motor test. No motor error alarm was noted. No cosmetic damage noted.

Event description:
Customer reported a motor error during an infusion set change. Customer's blood glucose was 286 mg/dl. Customer said she was at 331 mg/dl and gave herself three different doses right before the infusion set change. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.